Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd883108 and gd882241) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis with (B)(6) in a (B)(6) male coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Dianeal and extraneal therapies were ongoing. The nurse reported the peritonitis with (B)(6) was unrelated to dianeal and extraneal therapies. This is report 3 of 3 involved in this peritonitis event.